Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the day after implant, the right ventricular (rv) lead exhibited a loss of capture and sensing. The lead was found to have dislodged, and was subsequently explanted and replaced. No patient complications have been reported as a result of this event.